Manufacturer narrative:
The complaint of catheter occlusion is unconfirmed. The complaint incident could not be replicated in the laboratory setting. Although the device was patent during this examination, the clot may have initially been over the valve outlets and subsequently shifted when returning the sample to the manufacturer or during decontamination of the device. Gross visual and microscopic examination and tactual and functional testing showed no defect or damage that demonstrated a catheter occlusion. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter. This result in solutions administered through the catheter exiting the catheter's distal tip and traveling back the catheter through the lumen created by the fibrin sheath over the catheter's exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. Fibrin sheaths can be dissolved using chemical solutions recommended by the product IFU.

Event description:
(B)(6) 2014 the catheter was placed. (B)(6) 2014, when the doctor tried to aspirate to confirm patency, corded fibrin-like substances were withdrawn. After that the patency was confirmed in the lumen. (B)(6) 2014, the arm with the catheter placed in became swollen. The catheter was removed. The swelling has been improving.